Event description:
Event description boston scientific received information that the lead safety switch was triggered by an impedance measurement greater than 2500 ohms on this atrial lead. The field representative reset the lead safety switch and reprogrammed the atrial sensitivity of the device. She was able to reproduce noise on the lead in bipolar configuration and confirmed that the patient had inappropriately stored atrial tachycardia episodes due to noise. A chest x-ray has been scheduled as the physician suspects the lead is fractured.

Event description:
Boston scientific received information that the lead safety switch was triggered by an impedance measurement greater than 2500 ohms on this atrial lead. The field representative reset the lead safety switch and reprogrammed the atrial sensitivity of the device. She was able to reproduce noise on the lead in bipolar configuration and confirmed that the patient had inappropriately stored atrial tachycardia episodes due to noise. A chest x-ray has been scheduled as the physician suspects the lead is fractured.

Manufacturer narrative:
Technical services agreed with the field representative that the lead is likely fractured. The physician has scheduled a follow-up visit with the patient and the lead remains implanted at this time. No additional information is available at this time. If additional information becomes available, the event will be reopened. A lead fracture was confirmed four years later and the was removed from service without further incident. The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.